Manufacturer narrative:
Event summary: the patient data files showed at least sixteen applications were performed with catheter 2af284 / 41526 without any I ssues or system notices on the date of event. The files also showed at least two other applications were performed with catheter 2af284 / 83566 without any issues or system notices on the date of event. The failure file confirmed system notice (#50005) was received indicating that the safety system detected fluid in the catheter and stopped the injection which occurred three times on the date of event. Upon visual inspection of 2af284 / 41526, results showed the traces of the blood inside the balloon. Smart chip verification indicated the catheter was used for sixteen injections. System notice #50005 immediately appears upon connecting the catheter to the console. Unable to perform the performance test due to persistent system notice #50005. Dissection showed a guide wire lumen kink and breach at 0.94 inches from the tip inside the balloons. In conclusion, the reported system notices #50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ was confirmed through bin file analysis and through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen breach and kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.